Event description:
Facility reported that doctor was cleaning l5-s1 disc space. Normal procedure, and just completed l3-4 and l4-5. No significant effort. He was leveraging rasp and noticed when he brought it out that the rasp was broken. Delay of surgery of no more than 15 minutes to retrieve the broken piece. No pt care issue. Pt did well post op without any apparent problem.

Manufacturer narrative:
Broken rasp returned to qc for eval. No anomaly could be found in the DHR/documentation and inspection of the tool which could have contributed to the event. Tool provided to the engineering dept. For further eval.